Manufacturer narrative:
Device evaluation: the closurefast catheter was received for evaluation. Examination of the coil showed a burnt/dark mark on the heating element/coil. The burnt area is approximately 30.7mm proximal from the distal tip. Sanguine residue was noted under the plastic sleeve coating near the burnt area in the coil. The fep on the coil was deformed, bubbled and had sanguine residue embedded in the fep. The area of fep bubbling includes a breach in the fep sleeve. Visual inspection under magnification shows the coil was not exposed although a burnt noted in the coagulum.

Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental MDR will be submitted. (B)(4).

Event description:
When the catheter was removed from the patient the physician noticed a black area on the device. The patient also complained of pain during procedure. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.